Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the product did not work/locked at the time of the procedure. Another product was opened to complete the case. Extended hospital stay was reported as a result of the event and surgical intervention was needed.